Manufacturer narrative:
(B)(4). Additional information: anvil. The analysis results found that one ec60a device was returned with the anvil bent upwards and without reload present. No further functional testing could be performed due to the condition of the device. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a robotic rectal procedure, the surgeons were deep with the stapler. When he fired the device, he heard a "smash" and it was a little harder than normal to fire. The staple lines were not perfect 'b' formed staples, but it held together the staple line, but they had to take a new device and fire again. There was a delay of ten minutes. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.